Manufacturer narrative:
The insulin pump passed the displacement test. Pump received with scratched lcd window and case. Scratches do not impede visibility of screen. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
The customer reported via phone call that the moisture on the upper right portion of the insulin pump and scratches on the screen. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.